Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Field service engineering (fse) visited the customer to address the reported event. During troubleshooting, fse confirmed the error in the error log. Fse performed alignment of the sorter with the left front, right front, right back, and the dispense lane positions. Fse ran the macro sorter test and pickup cups from 4 trays on 4 corners and the sorter test passed. Fse and the customer ran the daily check and quality controls without any issues. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 27-aug-2017 through aware date 27-sept-2018. There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [4053] sorter-z home overrun cause: the home sensor s022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022 and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. The most probable cause of the error 4053 sorter-z home overrun error message was due to misalignment of the sorter.

Event description:
A customer reported error 4053 sorter-z home overrun upon start up with the aia-900 instrument. The customer reported that the error occurred the day before and they saw dropped cups when they opened the sorter. However, they did not see the dropped cups that day. Technical support (ts) instructed the customer to do an all set home and to run the instrument but the error occurred three times within the day. The customer called back and reported that the error occurred continuously rendering the instrument down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of parathyroid hormone (ipth) and troponin (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.